Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. Tech support advised customer to send in the capsule for inspection and replacement. There was no harm caused to patient and no intervention required. There was nothing unusual about the procedure or patient that may have led to this event. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. This site has been performing bravo procedure for 13 years. The vacuum source was medala and the vacuum pressure during placement was 550mmhg. The vacuum pressure when testing pre-procedure was greater than 550 mmhg but dropped when testing with finger.